Event description:
The handle of the bone marrow aspiration kit fell off leaving the needle in the bone of the pt.

Manufacturer narrative:
The suspect part was not returned to promex. The private label customer notified promex of the suspect device on december 17, 2008. Upon further dialogue with the customer, it was noted that the incident occurred on (B)(6) 2008. The suspect part was reviewed at the customer's facility and then disposed of. The customer noted that "handle of the bone marrow aspiration kit fell off, leaving the needle in the bone of the patient. The surgeon used pliers to remove the needle, another kit was opened and the procedure was completed without further incident." Promex asked the customer for any supporting data/documentation from the initial reporter or facility, but to date, no further information has been brought forth. Promex is providing this report based on a complaint that sounds much like two occurrences on the bone marrow product from 2007 that we filed separate medwatch forms on. This device malfunction could be the result of over-torque during the procedure, which is the design intent. Promex has reviewed all pertinent information regarding the lot number of the suspect part and found no quality issues that would warrant any concern. The current print requirement calls for cannula retention in the hub to exceed 30 lbs when pulled on axis of the cannula. The data for this lot number had an average pull strength of 148 lbs.